Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation), patient's condition affected effectiveness of device (vessel morphology), severe calcification. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx (2.75 x 24mm) drug eluting stent to a severely calcified lesion, with 90% stenosis. The device could not cross the lesion and was removed. Physician did ptca surgery. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility. The stent was positioned between the marker bands. The first six proximal segments were raised, bunched and moved distally on the balloon exposing the proximal balloon portion. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).